Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported that when performing a watchman procedure with an intracardiac echocardiography (ice) catheter, they had a ¿catheter in air¿ message. There was no allegation of altered patient outcome as a result of the issue. However, the system needed to be re-started 3 times before working properly to complete the procedure.

Manufacturer narrative:
After further investigation, it was determined the procedure followed the standard of care and would not contribute to an adverse event. Therefore this is not a reportable event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.